Event description:
A customer reported using cidex® activated dialdehyde solution after its 14-day use life after activation, and the loads were released and used on patients. They stated they had been using the bottle since it was activated in (B)(6) 2014. There were no reported serious injuries or infections. Per the instructions for use (IFU), it states the cidex® activated dialdehyde solution may be used up to a maximum of 14 days once the solution has been activated and provided the solution meets the minimum effective concentration (mec) prior to each use. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer uses cidex® activated dialdehyde solution beyond its 14-day use life, and the loads were released and used on patients.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, trending of the product malfunction code, retains testing, and standards hazard list. The batch record was not reviewed as this was not related to a manufacturing or functional issue. Supplier evaluation was not required as this was not a manufacturing or functional issue. The trend for the product malfunction code of procedure related was assessed from november 2014 through october 2015 and did not reveal a significant trend. The trend for the product malfunction code of expired product was assessed from november 2014 through october 2015 and did not reveal a significant trend. Retain testing was not performed as this was not a manufacturing or functional issue. The standard hazards list (shl) was reviewed for the issue of procedure related and expired product and the risk was determined to be negligible. The assignable cause is failure to follow instructions. The customer reported using the product after the expiration date and indicated they will no longer be using cidex® activated dialdehyde solution. Asp will continue to track and trend this issue. No further investigation is required at this time.